Event description:
It was reported by the affiliate that during a hepatectomy procedure, the device could not cut and coagulate well. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.